Event description:
It was reported that the patient faced infusion set detachment event as tubing came apart from tubing connector on (B)(6) 2026. The infusion set was in use for one day.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.